Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a dialysis catheter. Customer states that there was a pin hole leak in the plastic tip of the blue lumen. This catheter was pulled and replaced.